Event description:
The 5fu pump stopped due to air in the line. Line was reprimed and pump restarted until it again stopped during the night with air in line. Cassette sent to pharmacy to prime however air persisted in line. Pump resource nurse called and spoke directly to pharmacist. A new cassette was prepared with the remaining 37.2 cc. Cassette connected to same pump and restarted at 1130 with anticipated stop time approximately 2050 tonight. Called patient at 1600 and pump is working well.